Event description:
It was reported that upon opening the package, the doctor found that the tip end of the guide wire was kinked. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). No sample is expected to be returned for evaluation.